Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the reservoir herniated through ring. The reservoir was removed and replaced. No information about the patient's outcome was provided.